Manufacturer narrative:
The investigation for the reported issue has been completed. Logs were not provided. The product was return and was able to start in the lab and there were no issues with the placement signal. Thus, the root cause could not be determined as it was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support. The complainant reported a placement signal failure during support. The pump was removed and replaced with no adverse impact to the patient.